Event description:
During a bladder stone removal procedure, the jaw of the stone forceps sustained a hairline crack. Removed the first forceps and used a second one. Again, the second forceps cracked and the lower jaw was not able to close. Open procedure performed to remove the forceps and the stone.